Event description:
It was reported that a health care provider (hcp) saw end of service (¿eos¿) displayed on the programmer and could not update the pump after a refill. The patient was scheduled to have the pump replaced; however, the patient was not a good surgical candidate at the time of the report, so the pump was not going to be replaced right away. The hcp didn't feel the pump was actually off as the expected residual volume (erv) and actual residual volume (arv) matched up and the pump still showed the old settings on the programmer. The pump showed that it stopped on (B)(6) 2015 and the hcp would've expected the patient to be in withdrawal; however, the patient had no symptoms. The hcp had not heard the alarm; however, it was confirmed that the critical alarm was at a 1 hour interval and the hcp had not been with the patient for an hour so it was unknown whether the alarm should've sounded during that time. It was noted that the patient had not heard the alarm either. It was also confirmed that a previous printout showed that an elective replacement indicator (eri) had occurred and that the pump should have been replaced by (B)(6) 2015. It is unknown what drug the pump was infusing. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).